Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to catheterize himself. It was reported an erosion of the left cylinder into the urethra distally. The ipp was explanted and replaced with a tactra. There is no additional information reported.